Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor becker smooth 500cc gel breast implant, catalog #: 3500500, lot #: 50349. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a gel becker smooth 450cc and experienced bilateral rupture on breast implants. The rupture was diagnosed through ultrasound. As a result, the patient underwent removal of the implants on (B)(6) 2018. It should be noted that the left side was 500cc. This is for the right side implant, see manufacturer report number: 1645337-2018-03996 for contralateral prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a gel becker smooth 450cc and experienced bilateral rupture on breast implants. The rupture was diagnosed through ultrasound. As a result, the patient underwent removal of the implants on (B)(6) 2018. It should be noted that the left side was 500cc. This is for the right side implant, see manufacturer report number 1645337-2018-03996 for contralateral prosthesis. The device was returned to mentor, the gel contained in the device appeared clear. White material was observed within the device. Gel was observed on the shell surface. Upon initial visual inspection, the inner and outer shell were severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. The device history record ( DHR) of lot number 59213 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).